Event description:
It was reported that a system error (se) 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) alarm occurred during the dwell phase on the home choice (hc), while the home patient (hp) was connected. The hp stated they would complete therapy via manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.